Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues detected.

Event description:
It was reported that balloon rupture occurred. The 95% in-stent restenosed target leison was located in the left anterior descending artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for dilation. The balloon was inflated from low pressure and every 5 seconds, it was increased at 1 atmosphere pressure. However, when pressure was at 10 atmospheres, the balloon ruptured. There were no patient complications reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The 95% in-stent restenosed target lesion was located in the left anterior descending artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for dilation. The balloon was inflated from low pressure and every 5 seconds, it was increased at 1 atmosphere pressure. However, when pressure was at 10 atmospheres, the balloon ruptured. There were no patient complications reported and the patient was stable.